Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability. The patient was revised for pain, metal debris and metallosis. Elevated metal ion levels were also provided.